Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date.

Event description:
A pharmacist reported a corneal burn occurred in a patient during cataract surgery. Additional information has been requested but not received to date. This is one of six reports being filed for this event. This report is for the third patient who underwent surgery on (B)(6) 2015.

Manufacturer narrative:
Corrected information: the clock start date on the MDR was originally reported as (B)(6) 2015, the correct date should have been (B)(6) 2015. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, confirming healing was longer than usual but the patient did not experience postoperative consequences or sequelae. According to the facility's biomedical engineer, there was no issue with the systems.

Manufacturer narrative:
There are two systems in use at the facility. The sn of the system used for this patient is unknown. Evaluation summary: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Both systems met specifications at the time of release. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. Based on the information obtained, the customer reported event of a thermal injury associated with the use of their system could not be confirmed. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause could not be determined.